Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary angioplasty procedure using a 7f sheath. Reportedly, an unspecified failure occurred with the proglide device. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 3190 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, no suture came when the plunger of the proglide device was removed. No additional information was provided.